Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable connector was damaged, and a piece broke off. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the broken component was caused by mishandling. However, a definitive root cause was not established. Olympus will continue to monitor field performance for this device.